Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05347 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure to close a fistula in the stomach on (B)(6), 2010. According to the complainant, the patient was being treated for a fistula within the stomach. The scope was in a retroflex position within the patient during treatment. When the first resolution clip was deployed, the proximal end of the clip "sprung" toward the mucosa and became trapped within the mucosa. Using biopsy forceps, the physician was able to "dig out" the proximal end of the clip from the mucosa, leaving the jaws of the clip in the desired position. This manipulation caused the site to bleed. The physician used a second resolution clip to successfully close the bleeding site. A third resolution clip (the subject of this report) was deployed to complete closing the fistula; however, upon deployment, one arm of the jaw was bent. The clip was left in place and the procedure was completed with this device. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.